Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The device was returned for analysis. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange on (B)(6) 2017. On (B)(6) 2017, the patient complained of left-sided abdominal discomfort, nausea, and emesis. The patient denied having fever, chills, chest pain, shortness of breath, melena, or hemoptysis. The patient¿s white blood cell count was 19.9 x 10^9/l, hemoglobin was 10.4 g/dl, and hematocrit was 29.9%. A CT scan of the pelvis showed a prominent hematoma/hemorrhagic mass in the upper mesentery, inferior to the gastric volvulus and posterior to the lvad. It was reported that the patient was very hypovolemic, with low lvad flow estimation readings. IV fluid resuscitation was administered, and the patient was taken to operating room for emergent exploratory laparotomy that removed two liters of dark red fluid. Interventional radiology clinicians performed embolization of the gastroduodenal artery and gastroepiploic artery. The patient was transfused with several units of blood products during the procedure. It was reported that the patient was critically ill, and that attempts at extubating and vasoactive medication weaning failed over the next 3 days. On (B)(6) 2017 the patient developed acute renal failure. The following day, the patient continued to deteriorate hemodynamically, and was sedated and paralyzed to optimize ventilation. It was reported that the patient required very high dosages of vasoactive medications. On (B)(6) 2017 venovenous extracorporeal membrane oxygenation (ECMO) was initiated. It was reported that the patient¿s lvad was exchanged on (B)(6) 2017 due to low lvad flow, elevated lactate dehydrogenase any hemolytic markers, and suspected pump thrombosis. During the exchange, thrombus and/or ¿fat ingestion¿ was observed in the inlet side of the device. The patient was kept on ECMO and lvad support, and recovered hemodynamically. It was reported that after consultation with the family, support was withdrawn and the patient expired on (B)(6) 2017. The patient¿s death was reportedly not believed to be device related as the patient was ¿very sick with complex medical challenges¿. It was also reported that the lvad clinicians at the implanting center did not believe that the abdominal hematoma was associated with lvad therapy. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with driveline cut approximately 4.5 inches from the pump housing and the severed portion of the driveline was also returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball. A similar deposition was present on the rotor. The lack of laminated layering suggests that these depositions did not form at these locations. Although their origin and duration of time for which the depositions were present in the pump could not be conclusively determined, the circumferential contact marks on the outlet bearing cup, indicate that the deposition was present in the pump for an extended period of time while the pump was operating. The depositions found in the pump would have contributed to the reported elevated lactate dehydrogenase; however, a correlation between the depositions and the reported gastrointestinal bleeding could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.